Manufacturer narrative:
Age at time of event: patient was (B)(6) years old at the time of enrollment.

Event description:
(B)(6) clinical trial. It was reported that restenosis occurred. Patient underwent treatment with the study stent on (B)(6) 2018 as part of the eminent clinical trial. The target lesion was located in the left distal superficial femoral artery (sfa) and had 95% stenosis and was 30mm long with a proximal reference vessel diameter of 6mm and distal reference diameter of 6mm. Target lesion was treated with two study stents, a 6mm x 40mm and 6mm x 120mm. Following post dilation, residual stenosis was reported to be 15%. On (B)(6) 2021, patient presented with symptoms of disabling claudication in the left leg. CT scans revealed significant hyperplasia in the previously placed stent on the left femoral artery level and in-stent occlusion at the level of the sfa. On (B)(6) 2021, patient was hospitalized for further treatment and evaluation. The 100% stenosed lesion in left distal sfa, with 5 mm reference vessel diameter and 200 mm lesion length in the target lesion, was treated by recanalization with a non-boston scientific device and then pre-dilation was performed using 5mm x200 mm non-boston scientific balloon. After dilatation, angiography showed moderate outcome with persistent in-stent stenosis hence, 5mm x 120mm and 5mm x 150mm non-boston scientific drug eluting balloons were used to treat the same. Post ballooning, reasonable outcome was observed, however a persistent moderate stenosis in mid-stent was still noted, for which a 6mm x 40mm non-boston scientific stent was implanted. Final residual stenosis was 20%. On (B)(6) 2021, the event was considered recovered/resolved and the subject was discharged on the same day.